Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate an increased power consumption from this implantable device battery. At the in-clinic follow up in march the remaining longevity was 2.5 years. Programming was optimized which increased the remaining longevity; however, at the next remote follow up one week later the remaining longevity was again at 2.5 years. Ts discussed the increase in power consumption was most likely due to the high programmed left ventricular (lv) output on the non-boston scientific lv lead, and recent interrogations. It was also reported that the non-boston scientific right atrial (ra) lead pacing impedance measurements were consistently high and out-of-range at greater than 3,000 ohms. Ts discussed it had been over a month since the last device interrogation, and suggested having the patient perform a patient initiated interrogation (pii) in the remote monitoring system so current device data could be reviewed by engineering. No adverse patient effects were reported. Available information indicated there was no impact on device function and all programmed therapy remained available. In may, boston scientific's medical records group received a communication from the clinic indicating the patient had passed away. There were no allegations that the patient's death was related to the previously reported device observations.